Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the atrial lead exhibited high capture threshold. The atrial lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of unacceptable threshold was confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. X-ray examination of the lead found over-torqued inner coil inside the connector region consistent with procedural damage. Electrical testing found no indication of conductor fractures however an internal short was noted between conductor paths due to the over-torqued inner coil. The cause of the reported event was isolated to the over-torqued of the inner coil inside the connector region consistent with procedural damage.